Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider, via a company representative, regarding a patient who was receiving fentanyl (10000 mcg/ml) at 2500 mcg/day and bupivacaine (25 mg/ml) at 6.25 mg/day (lot numbers and dates of drug therapy were not provided) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, during a pump refill by the hcp, less than 1 ml was aspirated prior to pump refill. Subsequently, during the refill, the patient appeared to get sleepy; the hcp realized it was likely caused from drug getting into the pocket. The hcp aspirated the volume from the pump and got back about 15 mls, so they suspected that somewhere between 2-5 mls likely went into the pocket. The patient experienced sudden respiratory failure and the hcp began resuscitation efforts while the paramedics were called. The patient was transported to the hospital and treated. On (B)(6) 2015, the hcp checked on the patient and they were "doing fine now"; the patient was still in the hospital, but they were stable. On (B)(6) 2015, information received from a consumer reported that, on an unspecified date, a company representative was at an appointment and ran a report which told them "a lot of things that happened that they weren't aware of." The consumer stated that the hcp does not work with the programmer a lot and requested a company representative at the next appointment. Redirection of the patient to their hcp was recommended. The consumer also asked if there were any issues with the pump and; redirection of the patient to their hcp was again recommended. The consumer stated that there were 4 cc unaccounted for, but the hcp figured that 1 cc was in the catheter; so 2 cc weren't accounted for. On (B)(6) 2015, information from a company representative reported the patient was out of the hospital and "looked well." On an unspecified date, the company representative had checked the pump logs and verified that there was nothing out of the ordinary with the logs. Additional information regarding the cause of the pocket fill, cause of the sleepiness and respiratory arrest, and nature of treatment administered by the paramedics/hospital, and any diagnostic testing was requested; if additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from an hcp on (B)(6) 2015. They stated that the patient's sleepiness and respiratory failure were confirmed to be from the pocket fill; however, there was no known cause for the pocket fill. There did not appear to be an issue with the refill kit. The patient was taken to the hospital and was intubated. Intubation was somewhat difficult as the patient had small airways. The hcp aspirated the pump at the hospital and 2 mls were missing. There were no additional treatments given. The patient recovered fully the next day, and they were discharged.